Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided in d2 - part 1. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned in the lens case. Viscoelastic is observed on the lens. The lens has been cut into two pieces, typical of removal. The portions were observed adhered to each other with viscoelastic. One optic portion has two parallel cracks, this damage may have been interpreted as the reported complaint. The lens was cleaned with lphse to separate the halves. No scratches were observed. A used company iii (d) cartridge was also returned. Viscoelastic is observed in the cartridge. The cartridge has evidence it was placed into a handpiece. The nozzle and tip have heavy stress. An aneurysm which has torn is observed on the right side of the tip. Iol product history records were reviewed and documentation indicated the product met release criteria. The handpiece and viscoelastic used were not provided. It is unknown if qualified products were used. The reported scratch was not observed. One optic portion has two parallel cracks, this damage may have been interpreted as the reported complaint. The returned cartridge was also damaged. The type of damage observed typically occurs if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; or if the handpiece plunger is not positioned correctly at the trailing optic edge. This can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge causing damage. It is unknown if a qualified viscoelastic and handpiece were used. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) was scratched. It was noted upon implant. The lens was removed and replaced during the initial procedure with no reported patient impact. Additional information was requested.